Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. The initial customer report indicated a problem with the dso (downstream occlusion) seal, the complaint was able to be replicated. After a visual inspection it was found that the dso seal was degraded, the dso seal was replaced with a new one, and the lens was replaced because it was scratched. Performance verification tests performed. All tests passed within specifications. Probable cause: dso seal degraded. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's dso (downstream occlusion) was damaged. There was no patient involvement, and no patient harm/adverse event reported.